Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the reported close door message, which was reproduced as a door not fully latched alarms when attempting to load a set and close the door, the messages were found to be caused by a failed link switch on the upper auxiliary assembly. The failed upper auxiliary assembly was replace.